Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor found the sensor cannula was bent and retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer also reported that they received calibration error alarm and sensor error alarm. The customer's blood glucose was 150 mg/dl and sensor glucose was 50 mg/dl at the time of incident when it triggered threshold suspend. The customer's blood glucose was 127 mg/dl and sensor glucose was 40 mg/dl at the time of call. The customer stated that they received false low alerts. The representative explained to the customer how the glucose travels in the body. The customer stated that they were experiencing intermittent calibration error alarms. The customer stated that the alarm did not occur after performing find lost sensor. The sensor will be returned for analysis.